Manufacturer narrative:
Maquet cardiopulmonary ag will not be receiving the device for investigation. Maquet cardiopulmonary is aware of similar complaints for this product and an internal process (B)(4) was initiated to determine the most probable root-cause and to implement the appropriate corrective action. Maquet cardiopulmonary ag will continue to monitor incoming reports for any trends and to determine if further action is necessary. Additional information: the product mentioned under section dis a vkmo and the included affected component has the contributing design function of the quadrox-ID which is registered under 510 (k) : k101153. Abbreviations: mrb: material review board.

Event description:
It was reported that there was blood leakage from the air outlet of the device during use. The device was exchanged immediately. No reported patient effect. No delay in therapy and no red blood cell units were used. Additional info received on (B)(6) 2015: the leakage was at de-aeration membrane. (B)(4).